Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded event log. The device's oxygen blending module board was replaced to address the issue.